Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had displayed a proximal line disconnect error message. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had displayed a proximal line disconnect error message. The rse provide the customer with the latest version of the service manual. The biomedical engineer (bme) reported that the internal proximal port hose was replaced, but the v60 continued to alarm. The rse advised the customer to utilize the v60 bi-pap test adapter and use the following settings, inspiratory positive airway pressure (ipap): 15 centimeters of water (cmh2o), expiratory positive airway pressure (epap): 4 cmh2o, rate: 12 breaths per minute (bpm). The bme reported the device was no longer alarming. The rse noted that the bme would complete a performance verification test and let the device run for a few hours using the test lung or bi-pap test adapter. The system meets the specification for the performed service and is returned to use.